Event description:
Medtronic physio-control is investigating failures related to damaged solder connections to resistor r4 on the main pcb assembly. The damage causes the device to display a continuous connect electrodes message and inhibits rhythm analysis. There have been no confirmed failures related to this issue in distributed devices.